Event description:
A report was received that the patient has to frequently charge their implant. A bsn representative analyzed the database and confirmed premature battery depletion. An ipg replacement has been recommended.

Manufacturer narrative:
Update to the initial MDR in fields: additional information was received that the patient was explanted and is reportedly doing well.

Event description:
A report was received that the patient has to frequently charge their implant. A bsn representative analyzed the database and confirmed premature battery depletion. An ipg replacement has been recommended.

Event description:
A report was received that the patient has to frequently charge their implant. A bsn representative analyzed the database and confirmed premature battery depletion. An ipg replacement has been recommended.

Event description:
A report was received that the patient has to frequently charge their implant. A bsn representative analyzed the database and confirmed premature battery depletion. An ipg replacement has been recommended.

Manufacturer narrative:
Device evaluation indicated that the ipg passed operational and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate within the expected range. Device exhibits normal charging and discharging characteristics. During analysis it was determined the battery exhibited impedance out of the normal range. This was due to confirmed autoclave use after the device was explanted, and is not considered a failure.